Event description:
It was reported that the back of the cartridge was leaking. There was no reported impact to customer's blood glucose level. Cartridge has been in use for 4 days.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.